Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported angina, thrombosis and hospitalization are known adverse events listed in the multi link 8 instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient presented with an acute myocardial infarction. Angiogram revealed a mid left anterior descending (lad) lesion. The physician directly stented the lesion with a 2.75 x 23 mm multi-link 8. On (B)(6) 2010 the patient experienced chest pain again and returned to the hospital. An angiogram revealed that the distal part of the stented segment was totally occluded with thrombus. An aspiration catheter was used to remove the thrombus, and the distal segment was ballooned with a 2.5 x 12 mm voyager rx and stented with another 2.75 x 23 mm multi-link 8, which was not planned. No additional information was provided.